Manufacturer narrative:
The unit of measure was provided as umol/l. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high crep2 creatinine plus ver.2 result for one patient sample from a cobas integra 400 plus analyzer. The initial result was 98 and the repeat result was 65. No unit of measure was provided. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.